Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported short battery life of the insulin pump and the customer did not get enough insulin from the pump and also received an insulin flow blocked alarm. The customer also reported a change sensor alert and sensor updating alert. The customer reported blood glucose value of 398 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-332a, unomedical, mmt-7040a, mmt-7841zn. Troubleshooting was performed for high blood glucose event and short battery life, the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for change sensor alert and sensor updating alert and the customer will be provided with a sensor replacement. Troubleshooting was not performed for the insulin flow blocked alarm, the event was resolved in the past. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a. The customer will discontinue to use the transmitter. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. History was downloaded successfully using thump software. Pump properly paired care link software. No communication anomaly noted. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. Detailed trace analysis did confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. The long trace history files did not confirm charge battery alarm noted. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history record due to moisture damage at electronics assembly. The unit p-cap / test reservoir locks in place properly. Unit received with fading serial number label. Unit was not confirmed for possible high bg¿s / under delivery, no delivery / occlusion and charge battery alarm anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.